Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Information was received from a (B)(6) article in the (B)(6) journal of neurosurgery 18(6):458-463, 2009. The patient experienced an ischemic stroke the same day as the index procedure. The target lesion was located in the left internal carotid artery (ica). The lesion was described as 83% stenosed. Lesion calcification and vessel tortuosity were unknown. The reference vessel was 3.86mm in diameter. An unknown 8fr sheath was used via the femoral approach. The target lesion was easily crossed with the guide wire of the angioguard xp. The 5mm angioguard xp was deployed beyond the target lesion. Pre-dilation was performed with an unknown balloon catheter at 6atms. A 9x40mm precise stent was successfully implanted from the internal ica to the common carotid artery. Post-dilation was conducted with an unknown balloon catheter at 10atms. After post-dilation, the patient experienced depressed mental status, general aphasia, and right-sided hemiparesis. No occlusion was noted at the stented site and normal flow was observed. The angioguard xp was successfully retrieved with no debris noted in the basket. After retrieval of the angioguard xp, an angiogram revealed no acute infarct. A computed tomography (CT) scan was negative for abnormal findings. Nih stroke scale score after the index procedure was 14. Edaravone and argatroban were administered for treatment of the neurological symptoms. The patient's blood pressure was controlled with nicardipine. The day following the index procedure, the patient's neurological status remained unchanged. A magnetic resonance imaging (MRI) revealed many small infarcts in the left frontal and parietal lobes. The patient was diagnosed with an ischemic stroke. The symptoms improved and the patient was discharged 16 days after the index procedure without any neurological deficits.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts were made, however, the issue could not be resolved, resulting in the decision to discontinue use of the device. Explant and reimplantation is planned, but had not taken place at the time of this report (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010. It is unknown if the patient was reimplanted. (B)(4).